Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was part of a system revision due to infection and erosion. The device had completely eroded through the skin and was exposed. The patient was treated with antibiotics. There were no additional adverse patient effects reported. The pacemaker was explanted.